Event description:
The clinic registered and verified incorrect patient demographics to the device causing a mix-up of ECG monitoring results of two patients. The incorrect ECG report was delivered to the physician for interpretation; however the patient did not receive therapy from the incorrect report.

Manufacturer narrative:
Evaluation summary: the clinic's patient-device registration process is not always completed by the same clinician at the time the device is applied to the patient. Registration responsibility is shared between clinical staff members. This process has inherent delays and potential for incorrect patient registration to the device. The clinic's patient registration process is not considered best practices by the manufacturer. The clinic has implemented corrective actions to mitigate the risk of reoccurrence.